Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While it should be noted that the mitral regurgitation (mr) ultimately remained unchanged, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The mitraclip IFU states: use echocardiographic imaging to verify valve function, satisfactory coaptation and insertion of both leaflets. As a result of the slda (single leaflet device attachment), it was reported that the mr level returned to the pre-procedure grade of 2-3. The reported clip becoming caught on the soft tip was likely due to user technique utilized during positioning. Lastly, it was determined that user error likely contributed to the slda of the clip (reported information indicates leaflet assessment was not performed for the posterior leaflet), which resulted in unchanged mr post procedure. All available information was reviewed and the reported difficulty grasping appears to be a result of patient conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Visualization was poor during clip placement. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This report is filed due to the clip interaction with the soft tip and after clip deployment, the clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip procedure, during positioning, the mitraclip became caught on the soft tip of the steerable guide catheter (sgc). Troubleshooting was performed and the mitraclip was able to be released from the sgc. There was difficulty grasping the posterior leaflet, but both (anterior & posterior) leaflets were able to be grasped. Mitral regurgitation (mr) reduction from grade 2-3 was observed after the grasp, but a tissue bridge was found on the echocardiogram. The quality of the visualization on the echocardiogram was compromised due to a surgical mitral valve annuloplasty ring placed ten years ago. The mitraclip was deployed, but two minutes after clip deployment, only one leaflet was noted inside the clip and mr returned to grade 2-3. After removal of the sgc from the anatomy, a tear on the soft tip was noted. Additionally, a tear was noted on the atrial septum and the septal shunt was larger than expected. This was successfully treated with the placement of a septal occluder. No additional information was provided.